Event description:
It was reported that there was an error code on the device and the device was not pacing. The patient's heart rate was reported to be bradycardic in the forties. The error code indicates a reset occurred. The device was subsequently able to be interrogated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The initial reported event was received on 2013-09-27. Of note, the serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on 2013-12-10. Information was subsequently received on 2013-11-21 and revealed the patient is a pediatric. As there is new information that reasonably suggests the device has or may have caused or contributed to a pediatric serious injury, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).